Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a ¿call service alarm¿ occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 04/21/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/08/2015 with the following findings: several cs-078 and cs-064 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. During the investigation, a cs-078 'call service alarm' was observed while attempting to perform the rewind function: the reported issue was duplicated. The pump case was removed, and the motor flex was found to be not fully inserted into the motor flex connector; this device failure directly caused the reported issue. The motor flex connection issue was corrected, and the pump functioned properly thereafter. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.